Event description:
It was reported that the reservoir of the inflatable penile prosthesis (ipp) had migrated into the scrotum. Additionally, the physician determined that the device was oversized. As a result, the device was removed and replaced with a new one. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404434, serial number: n/a, batch/lot number: 1100811159, model/catalog description: cx preconnect tenacio 24cm ps, iz, unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Device migration, improperly sized reservoir and reservoir sized incorrectly are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. A risk review was completed, and migration, and size related complications are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported migration is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.